Event description:
It was reported the pt no longer had stimulation and was unable to locate the ipg with his external devices. The pt reported he seemed to have more pain in his legs, and he had fallen recently. In addition, the pt felt an itching sensation around the ipg area. The physician replaced the ipg, and it was reported the pt regained stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.